Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval confirmed and reproduced the reported symptom system error 105, which was caused by a dislodged component on the input/output printed circuit board. The failed input/output printed circuit board was replaced.

Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device alarmed system error 105. There was no pt involvement.